Event description:
It was reported that the patient was not getting stimulation in the left foot where it was needed. Symptoms or complications associated with the event included pain in the left foot. Actions required as a result of the event included lead revision. It was noted that a second lead was placed to obtain stimulation in the left foot. Diagnostics or troubleshooting included x-rays. The event occurred during normal use. The product status of the lead with serial number (B)(4) was implanted and remains in service. There was no alleged product issue. The patient status at the time of this report was alive with no injury. It was later reported that the revision was performed (B)(6) 2014. It was noted that the patient recovered without sequela but it was unknown if the patient was receiving effective therapy as of (B)(6) 2014. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted:(B)(6) 2014, product type lead.

Event description:
Additional information received reported the system was explanted on (B)(6) 2014.

Event description:
Additional information received reported that the patient had not been getting adequate relief and the system was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).